Manufacturer narrative:
Insulin pump passed sleep current measurement, active current measurement, self test and displacement test. No unexpected low battery alarm, replace battery alert, replace battery now alarm, failed battery test alarm or battery power loss alarm noted during testing. Device was monitored for 4 hours and no pump/battery heating up noted. Device was received without the original battery cap, therefore unable to verify burn battery cap. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the insulin pump had failed battery test alarm and had a blank display. The customer¿s blood glucose level was 238 mg/dl. Customer stated that the contacts were damaged on battery cap. The customer declined troubleshooting for blank display. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.